Event description:
It was reported by the rep that the (1) hp052 and the (1) lcsc5 were used during a laparoscopic hepatic cystectomy procedure. It was reported that the device began locking out consistently during the early dissection of the abdominal adhesions. The staff tried several techniques including reassembly and were unable to get the device to work without a consistent lockout. The case was completed by using cautery. The rep later tested the handpiece and the luke failed. There was no patient consequence.